Manufacturer narrative:
Report number: 1038671-2024-04192 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2, d1, h3, h6. The reason for the revision reported may have been the result of patellar loosening, patellar and/or tibial insert wear, or may have been secondary to inclusion of the patellar component in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed from the information provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 78 yo female patient who had an initial right knee implanted in (B)(6) 2013 and was revised in (B)(6) 2022, underwent a second revision in (B)(6) 2024, approximately 2 years 3 months post the (B)(6) 2022 revision. Poly exchange due to the patella was loose and worn. Insert was showing signs of wear. The patella and insert were replaced with a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return as they were discarded. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 234-03-03 optetrak asy. Femoral ps, cem, size 3, right 2618602. 204-04-32 optetrak tibial tray trap. Cem. Sz 3f/2t 2120526.